Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button was unresponsive. The customer stated that the numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from a button. Customer reported that the insulin pump not exposed to a change in altitude. Black mode was inactive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No stuck button alarm/button error alarm noted. All buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on electrical board was properly locked. Device passed the displacement test and self test. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).